Event description:
It was reported that power source alert occurred while pump was connected to tandem charging cable and wall adaptor. There was no adverse impact to the customer's blood glucose level. Customer was instructed by technical support to plug wall adaptor into outlet known to work and leave it connected for at least 30 minutes, after which pump began charging and no further issues were noted.